Event description:
A lifecor patient services representative contacted customer support to report that when she placed one of her battery packs into the monitor it would not turn on. She tried the other battery pack and noticed that it was not fitting in completely. Support asked her to inspect the contacts inside the battery well of the monitor. The psr reported that one contact is severely bent.

Manufacturer narrative:
Device MFR dates: monitor - 05/2006. Battery pack 1 - 08/2002, battery pack 3 -03/2006. H.3. Evaluation: device evaluations of monitor and battery packs have been completed. The reported problem was confirmed. One of the contacts in the battery connector within the monitor was bent. In addition, battery pack 1had corresponding damage to its connector. Battery pack 2 had no signs of damage. The cause of the bent contacts was likely a connector misalignment between battery pack 1 and the monitor during insertion. The root cause of the connector misalignment cannot be positively identified. The damaged connectors will be replaced. No adverse event resulted from the damage monitor and battery pack. The device was not in use by a patient at the time.